Event description:
It was reported that the patient's atrial lead exhibited noise and an unspecified low voltage impedance issue. The atrial lead was capped and replaced on (B)(6) 2024. The patient was discharged with no reports of adverse consequences.